Event description:
It was reported that within approximately two months post implant that the left ventricular (lv) lead had an elevated thresholds. The lv lead is still in use. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that elevated thresholds were ongoing and loss of capture occurred. The lead was reprogrammed and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2012, 6947m implantable defibrillation lead (B)(6) 2012. (B)(4).